Manufacturer narrative:
(B)(4). The device involved was not received for evaluation by the manufacturer at the time of this report. The device history record (DHR) of batch number 74k1702308 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation and determine the source of alleged defect reported it is necessary to evaluate the sample involved in this complaint. Root cause cannot be determined. No corrective action can be established. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges "they found that the circuit presented a leakage. Found prior to use on a patient during inspection/functional testing." No patient involvement was reported.